Event description:
It was reported that the pt felt her interstim device was controlling her symptoms until she went to the chiropractor (B)(6) ago. The pt went through a stretching of her spine and reported that her symptoms are back to baseline like she never had the device implanted. The pt was working with her doctor to resolve the issue. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).